Manufacturer narrative:
As it is unknown which device may have contributed to this event and additional gore® excluder® iliac branch endoprostheses used in the procedure will be listed. Ceb231010a/18679695 UDI: (B)(4). Rlt231414/18828305 was reported under manufacturing report # (B)(4).

Manufacturer narrative:
Rlt231414/18828305 was reported under manufacturing report #3007284313-2019-00140.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) the patient had five gore® excluder® aaa endoprostheses implanted to treat an abdominal aortic aneurysm. On an unknown date the patient had a CT scan and it was noted by the physician the proximal end of the rlt231414 had collapsed. On (B)(6) 2019, all five gore® excluder® aaa endoprostheses were being explanted and the surgery was converted to open repair. The patient reportedly tolerated the procedure.